Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month approximately after the implant procedure of the leadless implantable pulse generator (ipg), the device exhibited high, unstable threshold with intermittent capture. It was noted that the patient ejection fraction was 20 percent and they experienced syncopal episode. The leadless pacemaker was inactivated and bi-ventricular implantable cardioverter defibrillator(ICD) was implanted. No further patient complications have been reported as a result of this event.